Manufacturer narrative:
Catheter model 8709, serial# (B)(4), implanted: 2004-(B)(6), explanted: unk.

Event description:
It was reported that patient experienced increased pain. It was surgically observed that there was precipitation of medication and hemosiderin at the tip of the catheter on (B)(6)-2010. The intrathecal portion of the catheter was replaced on (B)(6)-2010. Patient outcome was noted as resolved without sequelae as of (B)(6)-2010. Drug delivered via the device was compounded baclofen.